Manufacturer narrative:
Samples received: none. Analysis and results: the exact batch number involved is not known. Two batches have been supplied to the end customer in the last year: 115432 and 115486. There are no previous complaints of any of the two batches. As no samples have been received and no units are available in b. Braun surgical, (B)(4), only reviewed the batch manufacturing records and these products had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. As stated in the instructions for use of the product in the mode of action: when monosyn suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. Approximately 50% of the original knot pull tensile strength is available after 13 to 14 days. The mass degradation of monosyn is essentially completed in 60 to 90 days". Final conclusion: note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. B. Braun proposes some tests with monosyn quick, which degrades faster. Monosyn quick has a resistance of 70-80% at 5 days. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Thread resorbed extremely slow.